Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to the software issue. The technician downgraded the software to resolve the issue. This is a known issue and livanova (B)(4) has initiated corrective actions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 system did not work properly during a procedure. There was no report of patient injury.